Manufacturer narrative:
The biomedical engineer (bme) reported that all gz's went into communication loss for about 4 minutes @ 1:48 am on (B)(6) 2021. No patient harm was reported.nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.(B)(4)

Event description:
The biomedical engineer (bme) reported that all gz's went into comm loss for about 4 minutes on (B)(6), after midnight. The customer requested that an investigation be done for this issue. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that all gz's went into communication loss for about 4 minutes @ 1:48 am on march 16th 2021. No patient harm was reported. Investigation summary: nihon kohden technical servcices found that the gz transmitters were being discovered by the network in the incorrect sequence. Nk labs was able to resolve the issue. As the issue was related to settings and the issue occurred quickly following the gz going live at the facility, it is unlikely that the issue was being caused by a device malfunction. This event is likely an isolated incident and a corrective action and or preventative action (CAPA) is not warranted. The following fields contain no information (ni), as attempts to obtain information were made, but none were provided: manufacturer narrative: b4: date of this report. G3: date received by manufacturer. G6: type of report. H2: if follow-up, what type? H6: adverse event codes. H10: additional narrative/data. Manufacturer references file # (B)(4).

Event description:
The biomedical engineer (bme) reported that all gz's went into comm loss for about 4 minutes on (B)(6), after midnight. The customer requested that an investigation be done for this issue. No patient harm was reported.